Event description:
The customer reported that this defibrillator failed while pacing a pt. The staff used a second unit and successfully delivered therapy to the pt. There is no report of death or serious injury related to this reported failure.